Event description:
The customer reported that the ventilator is giving a screen malfunction error. It is unknown if the unit was in use on patient, but the customer reported that there was no patient harm.